Event description:
During device replacement, the device was not pacing. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of header and connectors did not find any anomaly, voltage is still within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate longevity.